Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported that far field r-wave (ffrw) oversensing was noted on the right atrial (ra) lead. The oversensing of artifact on the ra lead is causing an inappropriate mode switch. The lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the lead was not returned for analysis, however, performance data collected from the device was received and analyzed. Analysis of the device memory indicated atrial oversensing. Analysis of the device memory indicated oversensing due to electromagnetic interference/noise. Continuation of medical device: a5dr01 ipg implanted (B)(6) 2011.

Event description:
It was reported that during a device check, there appeared to be mirror-image noise and oversensing occurring on both right atrial (ra) and right ventricular (rv) channels during provocative testing. In addition, there was raised sensing integrity counter (sic) observed with the right ventricular (rv) lead. Insulation damage was suspected on both leads. The patient was referred to an electrophysiologist, and the leads remain in use. No patient complications have been reported as a result of this event.